Manufacturer narrative:
Product ID: 8835 product type programmer, patient. (B)(4).

Event description:
Additional information reported the pump was replaced.

Event description:
It was reported, the patient experienced increasing pain. The pump had a motor stall that never recovered. The personal therapy manager confirmed a motor stall by code 8476. The patient was on their way to the clinic. It was indicated, the actions required as a result of the event: hospitalization, explant, replacement and medical intervention. The patient had oral morphine substitution with effective therapy. A replacement was planned. The reprogramming showed no effect, no further procedures planned. The cause of the stall was not discovered. The patient status was alive - no injury. The pump was delivering morphine 10mg/ml, 3,199mg/d.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. The stall was due to gear-pinion. A partial catheter was returned. Analysis of the catheter and sc connector revealed coring-tears-cuts in seal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.